Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Add'l info was requested on 10/28/2009 and 11/04/2009 by phone, fax, and mail. A completed questionnaire was received on 11/04/2009. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported experiencing blurry distance and intermediate vision following bilateral intraocular lens (iol) implant surgery. He has been given prescription glasses for distance. He also reported that two lasik procedures have been done with little improvement and floaters in his vision. In a follow-up, the surgeon confirmed that lasik was performed and the event continues. There are two medical device reports associated with this event. This report is for the right eye.